Event description:
Reporter indicated that vns pt had developed an infection at the generator site. The infection is present at the pulse generator/pocket area and has been treated with antibiotics and I&d. The infection has not yet resolved and explant is being considered. It was reported that sutures from implant surgery were left in place for approx one month and that when they were removed, the wound was left heaped and slowly healing. Flaps of skin were reportedly growing over the sutures and there was an area of softened skin noted where a blood blister occurred. Non-absorbable sutures were used due to the pt's small size and thin skin. It was also reported that the pt participates in aqua theray and continued this therapy before their implant incision had completely healed.